Event description:
It was reported that the external pulse generator (epg) was working intermittently. The caller was advised of procedures to attempt to determine if there was a malfunction. The current status of the epg is unknown. No patient complications have been reported as a result of this event.